Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure due to the condition of the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 is filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 11f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed. The evar procedure was completed. Reportedly, post procedure, the knots could not be brought down to the vessel wall due to the condition of the scarred vessel. Another prostyle suture was deployed with the same issue. Manual compression was applied, and the sheath was downsized to 8f. Bleeding stopped a little. A non-abbott device was attempted and did not work. Prolonged manual compression was applied to achieve hemostasis. It was reported there was a delay in the procedure due to the condition of the vessel and not the devices. There was no adverse patient sequela. No additional information was provided.